Manufacturer narrative:
(B)(4). The handpiece was received with the nose cone cracked and the mount was noted to be loose. It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components and evidence of moisture was found. Due to the cracked nose cone, moisture entered the hand piece mid housing. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It is possible that the ingress of moisture affected handpiece functionality. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic assisted distal gastrectomy, the generator was connected to the device and reverted to a system check during use. After trying a system check three times, it passed. The device title was not 'harmonic ace+' but 'harmonic ace.' The device was then returned to a system check again. Although the device was activated for a few minutes, the same event occurred. After the generator was turned off and the handpiece was cleaned with a cotton bud, the handpiece was re-connected to the device. The device could then be activated.